Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9800 system had a charger error during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.